Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; due to clogging of nozzle, water removal ability does not meet the standard value; scope connector has discoloration; adhesive around light guide lens is peeled; due to corrosion on endoscope connector, e217 (scope error) occurs; distal end cover has a scratch; adhesive around light guide lens is peeled; adhesives around objective lens has white-clouded area; objective lens has a scratch; objective lens has a scratch; protector of universal cord on scope connector side has a scratch; paint on suction cylinder is peeled; air/water cylinder has corrosion; switch2 has a scratch; and switch1 has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device and there was no physical damage at the place where the foreign material remained. A definitive root cause of the foreign material remaining in the nozzle could not be determined. It is likely that the foreign material may have originated from a chemical agent such as an antifoaming agent. The event can be detected and/or prevented by following the instructions for use which state: -detection method: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿. -prevention method: instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.